Event description:
It was reported a new pump was implanted due to the patient experiencing 3 months of irregular therapy and withdrawal effects. The catheter was checked and showed no problems so only the pump was replaced. The drug used in the pump was lioresal 2000 mcg/ml (dose not reported). Additional information received indicated the event was attributed to the catheter (unspecified). The dose of lioresal was 400 mcg/day. The patient experienced hypertonia. An x-ray performed in september showed the catheter in the spinal sac at l1 to t7. In 2008, a 7 cc discrepancy was noted in the residual drug volumes. The patient had increased spasticity. The following month, the patient came in for a recheck of pump residual volumes. Eighteen cc's of drug were in the pump when 11 cc's were expected. Surgical revision was scheduled. Three weeks later, the pump was replaced and the catheter was revised. The patient recovered without sequela. The patient's dose is still being titrated up to control spasticity.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.